Event description:
While prepping a 2.5 x 18mm cypher stent, it was noted that the distal end of the stent was flared. The stent was not clinically used.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.